Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture updates on b5: describe event or problem and h6: impact codes. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from the FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that left ventricular (lv) lead was non-functional and exhibited high pacing threshold. Additionally, chest x-ray confirmed that the lv lead had moved and sounds like some changes were made. To date, the lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the lead had migrated but is still within the target branch. Also, the device was reprogrammed to right ventricular (rv) only. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that left ventricular (lv) lead was non-functional and exhibited high pacing threshold. Additionally, chest x-ray confirmed that the lv lead had moved and sounds like some changes were made. To date, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.